Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogate using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. A network connection issue was suspected for the cell adapter was suspected, so a replacement adapter was sent. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogate using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. A network connection issue was suspected for the cell adapter was suspected, so a replacement adapter was sent. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates that after the cell adapter was replaced, the device was able to be interrogated and no issues were noted. This device remains in service. No adverse patient effects were reported.